Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed damaged power switch could not be determined, however, the issue was likely due to user handling/mishandling. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found four suction feet at the bottom with weak suction force, found main chassis and top cover with rust inside. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the maintenance unit exhibited : power switch at front was damaged with cracked protective cover and led was not lighting up / found plastic cap was torn off. There was no patient involvement.